Event description:
Materials#: 515052. Batch#: 2301308. It was reported by the customer that line disconnected at secondary piggy back port. Etoposide running. Bd phaseal optima injector product #515052 luered off at end of secondary line. Resulted in opening system, loss of drug dose etoposide, and exposure to hazardous drug. Lot #2301308 the same lot # this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in a spill. Verbatim: line disconnected mid infusion. Bd phaseal optima injector product #515052 luered off or fell off at patient end. Patient was up and walking. No chemo actively running but dedicated normal saline line spilled. Lot #2301308 the same lot # this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in a spill.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a1205 - loose or intermittent connection.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation:two optima injectors and two unknown IV sets were provided to our quality team for investigation. The products were visually inspected, no damage or other defect was observed in the luer that could lead to a disconnection. Functional testing was performed, passing liquid through the injector and IV set, in all cases the product functioned as intended, no leakage or disconnection of the devices occurred. A device history review was performed for lot 2301308, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this incident were identified. Dimensional testing was performed on the returned injector luers along with the IV set, verifying the injector met all required specifications. It was noted, however, the luer of the IV set may not be compliant. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It appears the disconnection may be related to the mating device used with our injector. The manufacturing site for the IV set has been notified and additional evaluations for that component will be completed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.

Event description:
Materials#: (B)(4) batch#: 2301308 it was reported by the customer that line disconnected at secondary piggy back port. Etoposide running. Bd phaseal optima injector product #515052 luered off at end of secondary line. Resulted in opening system, loss of drug dose etoposide, and exposure to hazardous drug. Lot #2301308 the same lot # this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in a spill. Verbatim: line disconnected mid infusion. Bd phaseal optima injector product #515052 luered off or fell off at patient end. Patient was up and walking. No chemo actively running but dedicated normal saline line spilled. Lot #2301308 the same lot # this customer had issues with previously with the injector and connector popping apart. But this time, the injector at the luer to the IV tubing fell off resulting in a spill.